Manufacturer narrative:
(B)(4).

Event description:
It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient woke up at 5:00 am, and was nauseous, vomiting and feeling tired. The cgm was reading 129 mg/dl, and the blood glucose reading was 430 mg/dl. The patient self-treated with insulin and decided to go to the hospital. As the patient¿s sister is driving the patient to the hospital the patient removed the sensor. The patient was treated with intravenous insulin and potassium at the hospital. The patient was admitted for a day and was discharged the day after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient had recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.